Event description:
This case was reported by a consumer and described the occurrence of anemia in a female patient who used gsk denture adhesive (formualtion unknown) (super poligrip) for an unknown indication. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip (formulation unknown). At an unknown time after starting super poligrip, the patient experienced anemia, zinc poisoning, burning sensation on tongue, sore tongue, swollen tongue, tingling on side of face, feeling unsteady on her feet, and feeling awful. This case was assessed as medically serious by gsk. Use of super poligrip continued. At the time of reporting, the events were unresolved. Super poligrip is manufactured in another country, and neither the product nor lot number for the product was available.